Event description:
It was reported that the caller experienced ilet mobile app account access issues and a failure of the app on the patient¿s samsung phone to display blood glucose readings or mirror the ilet device, while the app showed an insulin delivery graph. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health or hospitalization. Investigation included account credential verification, password reset with email verification, and app-level troubleshooting guidance. Investigation of this case revealed an app connectivity and synchronization issue between the mobile application and the ilet device, addressed by advising the caller to log out, uninstall, and reinstall the ilet mobile app from the play store to restore the device-app connection. It was concluded, based on previously established findings for similar reports, that the cause was user interface or software-related connectivity behavior consistent with use error or app configuration requiring reinstallation.

Manufacturer narrative:
Initial.